Manufacturer narrative:
The t:flex pump user guide instructs the user to remove any residual air from the cartridge. The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading cartridges with 360 units of cold insulin. Reportedly, the insulin gauge remained static at 240 units. Troubleshooting with tandem technical support showed that the air was not being removed from the cartridge prior to filling it with insulin. The customer's blood glucose level was 88 mg/dl.